Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d9, h4, h6.

Event description:
Patient reported a left side deflation. Device has been explanted.

Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crack on the valve assessed as cracked valve seat diaphragm valve no other observations observed, no further actions are required.

Event description:
Patient reported left side deflation. Device has been explanted.